Event description:
The customer contacted stryker to report that their device failed the impedance test. In this state the device may not be able to deliver defibrillation therapy, if needed, as the device would not be able to detect shockable rhythm. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer's device was not returned to stryker for evaluation. A cause of the reported issue could not be determined.